Event description:
It was reported that during sigmoid resection it was very hard to close the instrument, (according to the surgeon) and usually hard to fire. The surgeon had the feeling, that the instrument did not cut properly. The extraction of the device was harder as normal. Controlling the anastomosis everything was fine.